Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range (oor) intrinsic amplitude. Recorded atrial tachycardia response (atr) episode showed atrial undersensing. Atrial sensitivity is noted to be currently programmed at automatic gain control of 0.25mv (milli-volts). This lead remains in service and no adverse patient effects were reported.